Event description:
It was reported by a non-medical professional that the patient underwent a procedure for bilateral revision laminectomy, foraminotomy, and facetectomy, as well as a l3-4, l4-5 posterior lumbar fusion and instrumentation removal at l4-5. Rhbmp was implanted with a peek cage via a posterior approach. Allegedly, the patient has required extensive medical treatment and continues to suffer from chronic pain.

Manufacturer narrative:
(B)(4). (B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.